Manufacturer narrative:
The reported products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 6:26 pm he performed a test using his adc blood glucose meter and obtained a reading of 146 mg/dl. Customer thought the reading was higher than it should be because he was "feeling symptoms of low blood sugar like sweating and difficulty breathing." He attempted self-treatment with "milk and a glucose tablet." Customer retested at 6:36pm (153 mg/dl), 6:52pm (173 mg/dl) and 7:26pm (279 mg/dl), and reported he was still "sweating and nauseous." At 7:29pm the customer decided to self-administer a glucagon injection "due to his symptoms." He reported that 2 hours later, at 9:28pm he started to feel better. No other treatment was given.